Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's act and up buttons are peeling off. The customer is unable to read buttons on the insulin pump. Customer does not know how this occurred; they stated they are pressing buttons all the time. Advised customer the insulin pump will need to be replaced and revert to back up plan. The customer's blood glucose was 212mg/dl.

Manufacturer narrative:
The insulin pump was received with keypad overlay texture worn off, cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.